Event description:
This rv lead was implanted on (B)(6) 2005 and was capped on (B)(6) 2012 due to an advisory/recall. Lead was functioning normally. The physician was dr. (B)(6) hospital of (B)(6) in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).